Event description:
Customer called customer service on (B)(6) 2011 and reported that sometime "around (B)(6) 2010" she received a reading of 422 mg/dl on her precision xtra blood glucose meter, which was higher than she felt. Customer further reported subsequently experiencing "distress", extreme anxiety, lightheadedness, tremulousness and a headache. Customer called her healthcare provider and was directed to go to a local healthcare facility. At the emergency room they received a reading, on an unknown brand of meter, of "slightly above 200 mg/dl". Customer did not receive any diagnosis, but noted she was treated with an intravenous infusion of unknown type, "to bring down glucose level". Customer additionally reported self-treating prior to going to the e.r with her usual diabetes medications, glucotrol and glucophage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the serial number of the meter in use at the time of the medical event is unknown.

Manufacturer narrative:
Correction: the reported meter was not returned. An approved retained meter was used for product investigation therefore the reported readings could not be identified in the meter memory log.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.